Manufacturer narrative:
This rv lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection indicated only the distal segment was returned. This portion of the lead passed the continuity test with manipulation. An x-ray was performed, and no fracture was observed. The initial allegation could not be confirmed. This lead passed all electrical testing.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead displayed high out of range pacing impedance measurements. All other measurements were normal. The decision was made to replace this rv lead with a competitor product. There were no adverse patient effects reported.